Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. After a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation off-label with a farawave pulsed field ablation catheter the patient developed a pericardial effusion. No perforation was observed on the intracardiac electrogram (ice). The issue was solved by pericardial drain, pericardial window was not required. The event is still ongoing as the patient was kept for observation in the intensive care unit (ICU). The device is not expected to return for analysis.